Event description:
It was reported the procedure was being performed in the nsicu. The catheter was being placed into the patient's subclavian. The guidewire became uncoiled upon retrieval. There was no delay in treatment and no patient death or complications were reported. Follow up information received (B)(6) 2012, states they were able to remove the guide wire by hand and intact and kept the catheter in place. This was confirmed via chest x-ray.

Manufacturer narrative:
Manufacturer control no. (B)(4). Sample will not be returned.